Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Visual inspection internal; it was performed and passed. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.81mm. The grips were not found to be cracked. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument, the instrument was found to have grip tips bent. The complaint was confirmed by failure analysis. A review of the site's complaint history does not show any additional related or duplicate records. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was not working. The procedure was completed with no reported injury.